Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked during peritoneal dialysis therapy. The caregiver had set up for therapy that evening. The patient was unsure if the caregiver had noticed anything unusual with the supplies. The patient stated they were unsure which line on the cassette had been leaking as the caregiver had discovered the leak. The patient was unsure if the connections had been secure. There was no patient injury or medical intervention associated with this event. No additional information is available.